Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during issue inquiry received that indicated customer is wondering about the remaining longevity. The device is supposed to calculate and display the remaining longevity. Battery data is collected and no notice/message in monitor display is available about a malfunction. The interrogation is without anything to notice (no pop-up window). Magnet mode appears with 85/min. Battery status is reported as: ok. Diagnostic data from the lead trending is not visible but values are present. Feedback provided indicated ipg belongs to a field action, and replacement of device was suggested. Response received indicated the ipg remains in use, and was planned for replacement. Subsequently, the ipg was explanted and replaced. No patient complications have been reported as a result of this event.